Event description:
It was reported that the patient presented to the emergency room and the visit was likely related to a recent surgery the patient had. It was unknown if the said surgery was device related. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.